Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-29282 - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced 3 infusions set fell off during use. Infusion set has been used for 4 hours. Blood glucose level was exceeded above 480 mg/dl patient went to hospital and received treatment. Provide high blood glucose fluid and anti-nausea medication. Patient was released from hospital on (B)(6) 2024. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-29282. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated for adhesive patch lifts or detaches during use. The batch 6001886 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6001886 were previously tested in complaint (B)(4) on 08/ago/2025. Device history record (DHR) review: packaging the lot 6001886 was manufactured according to the work instruction (wi) version 27 in the line l158, on 22/jun/2023, with a total of (B)(4) units. Review of the device history record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/aug/2025 against adhesive patch lifts or detaches during use and lot 6001886 and no other complaint has been registered in database for the same lot 6001886 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.